Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, the anastomosis was treated with one medtronic standard pta. Approximately 9 months post index procedure, the patient suffered avf stenosis this was treated with pta of the anastomosis. The investigator and safety assessed this event as not related to the index device, procedure or paclitaxel. The patient recovered.